Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor on (B)(6) 2013. Two ventricular non-sustained episodes on (B)(6) 2013. One ventricular fibrillation equal to 200 milliseconds (ms) on (B)(6) 2013. Concomitant products: d224vrc implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had nonphysiologic sensing, consistent non-capture, and the rv pacing impedance started fluctuating about one year ago and continues to bounce between 400 ohms and 1000 ohms. A chest x-ray was performed and it was determined that the rv pace/sense portion of the lead was not fully inserted into the implantable cardioverter defibrillator (ICD). A revision was performed to fully insert lead into header of device. Both the lead and device remain in use. No patient complications have been reported as a result of this event.